Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the filter leaked chemo during use of paclitaxel. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Six (6) samples with packaging were provided for evaluation. The samples were visually and functionally evaluated per specification with passing results. No leakage was observed during testing. The reported defect was not confirmed. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.